Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer reported that insulin pump was replaced but was not able to get setting from insulin pump due to alarm. Customer was advised to contact healthcare professional regarding settings due to it not being possible to get settings from insulin pump because of alarm.